Event description:
The customer reported low oxygen alarm. It is unknown if there was patient involvement, but no one was harmed.

Manufacturer narrative:
MFR received date: 18sep2019. The manufacturer¿s field service engineer (fse) could not duplicate the problem. The unit passed performance verification testing successfully and was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28may2019. A follow-up will be submitted once evaluation is complete.

Event description:
The customer reported low oxygen alarm. It is unknown if there was patient involvement, but no one was harmed.